Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer receive a stuck button alarm. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that there was all buttons are not responding. Customer stated that buttons presses may be delayed or fail to responding if pressing too rapidly on buttons. Customer states an alarm was not in progress at the time the button was unresponsive. No harm requiring medical intervention was reported. The insulin pump will be not returned for analysis. Buttons have to be pressed harder.